Event description:
A caller reported a cartridge alarm 20 that occurred during the cartridge load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to replace the pump, and a replacement pump with updated software was sent to the customer. They were instructed to put the current pump into storage mode and return it via ups using a pre-paid label within 10 days. The caller understood and acknowledged all instructions given by support.